Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had difficulty completing the load sequence in a timely fashion. Per customer, there was no issue with pump or supplies, but that delay in completing load process was due to customer having difficulty performing steps quickly. Customer was admitted to the hospital the following morning with elevated blood glucose of 775 mg/dl and diabetic ketoacidosis. The customer was treated with insulin drip. Customer was released from the hospital on (B)(6) 2019 with no permanent damage.